Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Initial reporter - this article was written by anders bruggemann, erik fredlund, hans mallmin & nils p hailer. Manufacture date ¿ ni.

Event description:
It was reported in a journal article that 14 patients experienced a revision due to bone loss. No further information is available